Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 1 event was reported for this quarter. Product return status - 1 device investigation type has not yet been determined. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1- event had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h11 1 previously reported event is included in this follow-up record. Product return status 1 device was evaluated using data provided by the user or a third party.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement.